Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump passed displacement test, operating currents, self-test, off no power test, prime and excessive no delivery test. No failed battery alarm, no battery out limit alarm and no excessive no delivery alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, broken battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump has an unresponsive keypad. It was also reported that the insulin pump alarmed no delivery and button error. Customer's blood glucose reading was 67 mg/dl. No significant events leading to the keypad issues were observed. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.